Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, it was reported that the tubing separated from the microbore spin-loc assembly. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.